Manufacturer narrative:
Upon visual inspection, the device was found to have corrosion and a dried substance internally and externally. The device was discarded by the manufacturer.

Event description:
It was reported that after the sterrad sterilization process at the user facility the system 6 small battery was leaking acid. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that after the sterrad sterilization process at the user facility the system 6 small battery was leaking acid. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.